Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a weld fracture between the lock body and lock as well as metal indentation/ deformation on the lock body from use. The wave spring looked intact with no damage. Lock and lock body were sent to scanning electron microscopy (sem) for weld fracture analysis. Sem analysis identified the weld fracture sites were found along with the torsional overload fracture of lock/ lock body exhibiting ductile overload dimples. The weld fracture was identified to be smeared and did not reveal any fracture features. It was unclear whether the weld fractured first or lock/ lock body. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that during a hip arthroplasty procedure, the locking mechanism on the inserter broke. No pieces fell in to the patient. The procedure was completed with another inserter.